Manufacturer narrative:
The patient was successfully transplanted. The explanted device was returned to the manufacturer for evaluation and the reported event of a disruption in the pump end bend relief and of fluid dripping from the percutaneous lead was confirmed. The explanted device was returned assembled with approximately 5" of the percutaneous lead attached to the outlet housing. The remainder of the lead and the severed portion of the silicone sleeve were not returned. Examination of the bend relief at the pump end revealed a circumferential fracture that extended across the entire diameter. This internal fracture would have allowed fluid to enter the percutaneous lead resulting tin the reported fluid dripping from the system controller end bend relief separation. Examination of the fractured area revealed a ripple-like characteristic that extended across the interface consistent with fatigue failure. The evaluation did not reveal any external surface defects or cuts observed in this area that would have contributed to the bend relief failure. Although our evaluation did not reveal any visible wire damage at the fractured end of the bend relief, continuity testing of the portion of the percutaneous lead extending from the pump housing revealed a higher than normal resistance in the yellow wire. Visual examination of the yellow wire showed elongation to the insulation indicating conductor breakdown consistent with fatigue as a result of repetitive cyclic flexing. Due to redundant wires for each motor phase, the observed conductor breakdown would not have affected pump function as no conductors were exposed. A review of the device history record revealed the device met all applicable specifications. The manufacturer has implemented a design improvement (B)(4). (B)(4). No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's percutaneous lead bend relief had become separated at the metal connector and the wires were "twisting and spinning". There were no alarms reported and no alarms could be reproduced when the percutaneous lead was manipulated. It was also reported that a "murky" fluid was dripping from the percutaneous lead where the silicone sheath at the system controller connector appeared to have been disrupted. After the patient reportedly experienced a temperature of 103 with chills and a heart rate of 140, he was taken to the local emergency department for lab work, chest x-ray and to be placed on IV vancomycin. The chest x-ray revealed what appeared to be a disruption at the pump end bend relief. The patient was subsequently listed status ia on the transplant list.